Event description:
Customer reported they had alignment problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier tube. System operates as intended. This MDR is related to ge healthcare complaint number.